Manufacturer narrative:
Implant date - estimation based on information provided on (B)(6) 2017. Photo evaluation: no components from the venaseal closure system kit was received for evaluation. No photographic images of the patient¿s symptoms were received for evaluation. No sonographic images were received for evaluation. A photograph of the patient¿s explanted vein was received. The photo shows the explanted vein and the longitudinal incision to reveal the contents of the vein. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was successfully treated 8 months ago for venous insufficiency in the gsv with the venaseal closure system. She has had symptoms in the past few months of allergic type inflammation in the area of the treated vein. The patient was treated with oral steroids (x 2 doses). It was reported this did not resolve the symptoms. The patient stated she had escalating pain and irritation of the treatment zone and the patients vein was explanted to alleviate her symptoms.

Manufacturer narrative:
Analysis summary: a pathology report was received for evaluation. The report indicated that the inflammation was targeting foreign material rather than primary vasculitis. Event problem: the patient was successfully treated for venous insufficiency in the right gsv above the knee with the venaseal closure system on the (B)(6) 2015. She has had symptoms in the past few months of allergic type inflammation in the area of the treated vein with an onset date of the (B)(6) 2015. It was reported the patient had itching in the legs and trunk. Patients vein was explanted on the (B)(6) 2017. The tissue was sent for further information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: post from patient's facebook posting - on the (B)(6) 2017 the physician closed off a vein in the patients upper and lower leg which branched off into smaller capillaries. Within 48 hours the patients leg became red and hot. The patient reported she spent months in severe pain with swelling and took daily ibuprofen. The patient was recently diagnosed with stomach ulcers following an endoscopy. Ten months post procedure the patient had an allergy test and reportedly experienced a reaction when glue was applied to her back. The patients vein was explanted approximately two weeks later and an 18 inch vein was removed from the upper to lower leg that branched off into smaller capillaries. A 1 inch of the 4.5 inch incision reportedly did not heal optimally and appeared to bulge. The patient was able to extract some adhesive at the incision site. Pathology results showed there was residual adhesive in the patients leg. On the (B)(6) 2018 the patient received surgery to remove the adhesive from the patients leg. The incision was approximately 6 inches long and more than 1 inch wide. The patient is awaiting follow up appointment and pathology report. The patient has reported she has experienced inflammatory disease, flu like symptoms, lethargy, pain and sleepless nights. Photos seen on patient's facebook posting - eighteen photographs of the patient¿s treated leg from various times during the patient¿s post-procedure treatment were provided. The photographs show redness in the treated leg, that the vein was excised, and the wound was treated with negative pressure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: on (B)(6) 2017, the patient presented to inovia vein specialty clinic with complaints of left leg pain and swelling. She reported having difficulty performing household chores and difficulty getting a restful night of sleep. Conservative management of her lower left leg pain had failed and she wanted to consider other options. On(B)(6) 2017, after discussing the risks and potential complications the physician used venaseal to close the gsv in her left leg. Two weeks later, she returned to the doctor with complaints of pain and inflammation which continued to worsen during the next few months. On (B)(6), 2017, the patient returned to the treatment facility for follow-up on her procedure. While she complained of pain, she was healing as expected. However, the patient returned to the treatment facility with continued complaints of pain and inflammation and a concern of infection throughout (B)(6) 2017. After an initial course of antibiotics, the patient initially had complete resolution of her inflammatory symptoms. However, she again returned with continued complaints of swelling and pain in her left leg. The treating physician surmised the patient had likely developed a hypersensitivity reaction to the venaseal adhesive. On (B)(6) 2017, after referral to an allergist, patch test results came back positive to the venaseal adhesive, and her doctors agreed it was thus most likely she had developed a serious allergic reaction to its use in her gsv procedure. The only definitive treatment was to remove the potential allergen. On (B)(6) 2017, the patient had the treated portion of her left gsv excised. Although this was performed without complication, she continued to have ongoing pain and swelling. The patient also claimed to have had additional adhesive extruding in a typical foreign body reaction. Therefore, on (B)(6) 2018, her surgeon performed an additional procedure to attempt to excise any remaining adhesive from her left leg. The patient claims this has not been entirely successful, and she fears there is still adhesive in her system. Her surgeon does not recommend further surgery. The patient reports that on (B)(6) 2018, her left leg gave out, causing her to fall and land on her left leg and right elbow. She was diagnosed with a displaced fracture of the head of her right radius. While elbow surgery has been discussed, she most recently opted to continue with conservative non-surgical treatment. The patient blames the fall on weakness she alleges is due to the complications with venaseal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient has followed up with physician who has confirmed nerve damage from second surgery in which the glue was removed. The patient has been placed on a vacuum device for 4 weeks to help with fluid and swelling. The physician has advised that the surgery will likely take 1 year or more to make a full recovery. The patient's leg is reported to be very angry and physician has advised that alternative medicine may help in the recovery process. Physician has advised that he will seek further treatment options from other colleagues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: treatment was in the left great saphenous vein (gsv). The lot number for the product used in this event is unknown. Event date, implant date and explant date fields have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it is reported that the patient had a third surgery in hopes of removing venaseal adhesive, but it is not clear if the venaseal was removed or not. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additionally, information received reported that the patient's leg and reactions are not showing any sign of improvement. Leg swelling still present. Issue is still ongoing has become more challenging at the moment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Nt.

Manufacturer narrative:
Additional information received 22/01/2026: on the (B)(6) 2024, patient visited the ER with burns; patient states that she had bone broth that she was pacing in the fridge that was still hot when she tripped and caused it to spill onto her right arm, right chest and right leg. The patient claims that this accident was likely caused by the elbow that broke many years ago when they fell from nerve damage from their glue surgeries. They claim that due to their reactions they was not able to have a cobalt implant. During the episode in (B)(6) 2018, patient had an infection due to cellulitis and was given antibiotics as treatment due where her elbow was broken and ribs. Patient also claims that she has had several falls since surgery in dec. Pateint also claims that their left leg gets pummeled with nerve damage medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review 17 images were received 1 email with 3 images of venaseal adhesive, one image shows a lot number of 3225, this was not the lot used in the patients venaseal treatment covered by this product event. 2 emails depicting 4 images each, of the patients scalding / burn on left and right of the torso, the right arm and top of right thigh. 2 emails each with 2 images of patients right elbow with a wound visible. 1 email with 2 images of the patients left foot, there appears to be bruising to the foot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis six images were returned for evaluation. Five images depict the skin surface of the inner side of the patient¿s left knee. A portion of this area is observed to have steri ¿ strips / surgical tape, which is covering an incision site. The five images show the incision site on the patient¿s leg at different angles. Anpther image depicts a screen shot of a facebook post from (B)(6) 2017. The image in the screen shot is of the skin surface of the inner side of a person¿s left knee, an incision site with steri ¿ strips / surgical tape covering it can be seen in the photo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.